Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends for the issue for the product. Device history review did not identify any non-conformances or deviations with the likely cause lot number and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient results for complaint lot 59300ud01 is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 59300ud01 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated for patient samples. The following data was provided (customer reference range - female 0-15.6 pg/ml; male 34.2 pg/ml): patient a 69-year-old female patient with lymphoma initial test = 40.9 pg/ml, repeat = 46.9 pg/ml, sample was repeated after centrifugation and results = 48.0 pg/ml, and 51.0 pg/ml. Beckman result = 5.4 pg/ml (reference range 0-10.4 pg/ml), roche result = 29 pg/ml (reference range 0-14 pg/ml). Patient b 68-year-old male patient with gastric tumor initial test = 34.8 pg/ml, sample was repeated after centrifugation and results = 41.5 pg/ml, and 46.3 pg/ml. Roche result = 11.4 pg/ml (reference range 0-14 pg/ml). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - facility name complete entry = beijing cancer hospital, beijing institute for cancer research all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated for patient samples. The following data was provided (customer reference range - female 0-15.6 pg/ml; male 34.2 pg/ml): patient a 69-year-old female patient with lymphoma. Initial test = 40.9 pg/ml, repeat = 46.9 pg/ml, sample was repeated after centrifugation and results = 48.0 pg/ml, and 51.0 pg/ml. Beckman result = 5.4 pg/ml (reference range 0-10.4 pg/ml), roche result = 29 pg/ml (reference range 0-14 pg/ml). Patient b 68-year-old male patient with gastric tumor initial test = 34.8 pg/ml, sample was repeated after centrifugation and results = 41.5 pg/ml, and 46.3 pg/ml. Roche result = 11.4 pg/ml (reference range 0-14 pg/ml). No impact to patient management was reported.